Event description:
Defective crutches issued by (B)(6) on (B)(6) 2025. The rubber tips wore down within days, exposing the metal underneath. Once the metal was exposed, the crutch lost traction. Adverse event: on (B)(6) 2025, while using the crutches at home, the exposed metal tip slipped suddenly, causing me to fall. I sustained a secondary injury to my recently operated leg (tibia surgery performed (B)(6) 2025 by dr. (B)(6)). Additional notes: I had received pt instructions on proper crutch use prior to discharge. The crutches failed after only minimal use and posed a serious safety risk. Photographs of the worn rubber tips are available. Outcome: secondary injury requiring additional medical evaluation.